Event description:
During a laparoscopic cholecystectomy the device was dropping clips before it was fired and the clips were not closing properly. The device was part of an fdc10 kit. There was no patient consequence.